Manufacturer narrative:
The device was returned to olympus for evaluation, however, the reported event was partially confirmed. Error e216 was not confirmed, however, error b30 was confirmed and was found it was caused due to a faulty printed circuit board. Other evaluation findings are as follows: noise coming in image with 170 series scope due to faulty printed circuit board; intermittent flickering in image due to loose receptacle unit; and wire found corroded & deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had error code b30 (scope communication error) and e216 (scope communication error) on the monitor screen with the 190 series scope. Customer identified problem with video system center while cross checking with another system. The customer did state that the 180 and 150 series scopes were working properly. The issue was found during preparation for use of a diagnostic esophagogastroduodenoscopy procedure. The procedure was successfully completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported b30 scope communication error could not be determined, however, the issue was determined to likely be the result of a faulty circuit board. Olympus will continue to monitor field performance for this device.